Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Reportedly, the customer is using lyumjev insulin. Tandem technical support informed the customer that lyumjev insulin is off label per the user guide. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Because of the cartridge alarms, the customer's blood glucose level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.